Event description:
It was reported that the patient visited the emergency room for an unspecified adverse event. The incident date was not provided. No blood glucose readings were reported. The duration of pod use was not reported. No method of treatment was reported. The patient stated that the omnipod 5 was not communicating with the g7 or g6 sensor and it ¿almost killed me¿. The patient alleged that the pod delivered extra insulin that was not needed. No further information was available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.